Manufacturer narrative:
(B)(4). Concomitant products: oxford twin peg cemented femur: catalog 161467, lot 483410. Oxford tibial tray: catalog 154722, lot 219560. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately three months post implantation due to dislocation caused by the patient squatting in deep flexion; further than recommended by the surgeon. The tibial bearing was replaced with a thicker size. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to show no additional information has been received. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was due the patient not following the surgeon¿s post-operative advice. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.